Event description:
It was reported that the pump battery could not be charged without "manipulating the cord when plugged in". There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging.